Manufacturer narrative:
Field service engineer verified proper operation per manufacturing specification, using service manual and service checklist. Injector operates per specifications. System returned to full service by the customer.

Event description:
On 6/9: customer reported male having a CT abdomen with contrast. Injection protocols were not provided by the customer. IV access is the left ac. Contrast, optiray 320. No other info available from customer. Technologist noted contrast not going in, felt a "hard" area around the IV site and stopped injection protocol. Procedure was completed with oral contrast only. Pt did not complain of pain or burning discomfort. Volume of extravasation was not determined. Pt treated with alternating warm/cold compress. Pt was observed for an undetermined amount of time and released doing fine with no further instructions.